Event description:
A user facility reported to olympus that the evis exera ii bronchovideoscope exhibited no image when the scope handle was turned. It was reported that the defect did not occur during a procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. According to the evaluation, an unrestorable black screen was reported by the incoming inspection and this appeared due to defect of the charged coupled device (ccd-unit). The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to damage to the charge coupled device, likely caused by user handling. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image" olympus will continue to monitor field performance for this device.